Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's iliac arteries were reported to be severly tortuous. Aneurysm morphology is unknown. It was reported that the device was difficult to deploy, and the device was partially deployed. The delivery system was removed from the patient. A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifuracated stent graft was then inserted. The second device could not be deployed, and none of the stent graft was exposed. The delivery system was removed. The physician decided that endovascular repair was not possible, and the procedure was aborted. It is unknown if the aneurysm was treated. Receipt and analysis of the devices are pending.